Event description:
User received low sodium and potassium results for 11 pt samples. All results in mmol/l. Repeat testing was performed in 2008. Sample initial result 129, repeat 142. Samples were not reported out until troubleshooting was completed. User recalibrated with new ise solutions which improved the performance of the assay.

Event description:
User received low sodium and potassium results for 11 pt samples. All results in mmol/l. Repeat testing was performed in 2008. Sample initial result 128, repeat 136. Samples were not reported out until troubleshooting was completed. User recalibrated with new ise solutions which improved the performance of the assay.

Event description:
User received low sodium and potassium results for 11 pt samples. All results in mmol/l. Repeat testing was performed in 2008. Sample initial result 130, repeat 139. Samples were not reported out until troubleshooting was completed. User recalibrated with new ise solutions which improved the performance of the assay.

Event description:
User received low sodium and potassium results for 11 pt samples. All results in mmol/l. Repeat testing was performed in 2008. Sample initial result 130, repeat 140. Samples were not reported out until troubleshooting was completed. User recalibrated with new ise solutions which improved the performance of the assay.

Event description:
User received low sodium and potassium results for 11 pt samples. All results in mmol/l. Repeat testing was performed in 2008. Sample initial result 129, repeat 140. Samples were not reported out until troubleshooting was completed. User recalibrated with new ise solutions which improved the performance of the assay.

Event description:
User received low sodium and potassium results for 11 pt samples. All results in mmol/l. Repeat testing was performed in 2008. Sample initial result 127, repeat 139. Samples were not reported out until troubleshooting was completed. User recalibrated with new ise solutions which improved the performance of the assay.

Event description:
User received low sodium and potassium results for 11 pt samples. All results in mmol/l. Repeat testing was performed in 2008. Sample initial result 127, repeat 136. Samples were not reported out until troubleshooting was completed. User recalibrated with new ise solutions which improved the performance of the assay.

Event description:
User received low sodium and potassium results for 11 pt samples. All results in mmol/l. Repeat testing was performed in 2008. Sample initial result 129, repeat 139. Samples were not reported out until troubleshooting was completed. User recalibrated with new ise solutions which improved the performance of the assay.

Event description:
User received low sodium and potassium results for 11 pt samples. All results in mmol/l. Repeat testing was performed in 2008. Sample initial result 131, repeat 142. Samples were not reported out until troubleshooting was completed. User recalibrated with new ise solutions which improved the performance of the assay.

Event description:
User received low sodium and potassium results for 11 pt samples. All results in mmol/l. Repeat testing was performed in 2008. Sample initial sodium result 129, repeat 142; initial potassium result 4.0, repeat 4.7. Samples were not reported out until troubleshooting was completed. User recalibrated with new ise solutions which improved the performance of the assay.

Event description:
User received low sodium and potassium results for 11 pt samples. All results in mmol/l. Repeat testing was performed in 2008. Sample initial result 132, repeat 143. Samples were not reported out until troubleshooting was completed. User recalibrated with new ise solutions which improved the performance of the assay.